Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported on (B)(6) 2020 .the patient attempted to request a bolus with their ptm (personal therapy manager) because they were hurting and the patient encountered the error code 8286. It was reviewed this was the empty pump code. The patient was expecting to get her pump filled the following monday. The patient was directed to follow-up with their healthcare provider. The patient mentioned they would continue to "hurt" until then.